Event description:
It was reported to boston scientific corporation on april 02, 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) approx two months prior. According to the complainant, during a pre-procedure check of the device, the cutting wire was found to be bent in the wrong direction. The procedure was completed with another autotome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (bent / bowing issues) the device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted related to this complaint. Other: product unavailable for analysis.